Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was returned following the reported event of a popping sound coming from the pump. A review of the submitted event log file of the primary controller spanned approximately 1.5 hours (22jul2023 from 18:32:43 ¿ 20:07:20 per time stamp). Throughout the entire log file, the pump struggled to maintain the set speed while connected to batteries resulting in low speed operations and pump stops. These events coincided with varying flow values and high power. The lvad internal fault alarm also activated on 22jul2023 at 18:37:37 and remained active until the driveline was disconnected for a controller exchange at 18:42:22. The controller was briefly powered on without the driveline connected at 19:57:33 and the alarm had cleared. These lvad internal fault alarms and pump stops will be covered under the pump investigation. No other notable alarms were active in the log file. A review of the submitted event log files of the backup controller spanned approximately 7 days (26jul2021, 12dec2022, 16jan2023, 10jun2023, and 22jul2023 ¿ 24jul2023 per time stamp). There were no notable alarms active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. Although additional information provided stated that exchanging the system controller resolved the sound issue, the log file indicated that the issue was related to the pump and power cycling the controller would have resolved the issue. The reported event could not be correlated to an issue with the returned controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient and their family noticed a sound like "popping" or "burbling water" coming from their pump that lasted about 10 minutes. The patient's system controller was exchanged by their family. The sound resolved after controller exchange. No other symptoms were noted. The patient presented to the hospital where a left ventricular assist device (lvad) fault alarm, low flow alarm, and low speed advisory alarms were recorded on the history of the patient's original controller. The patient's current controller showed normal function. The patient was admitted for monitoring. Log files prior to controller exchange captured a left ventricular assist device (lvad) internal fault alarm. The pump had an issue with the lvad harmonic compensation. The lvad fault alarm seemed to resolve after controller exchange. Pump MFR # 2916596-2023-05784.